Event description:
The MFR rec'd info alleging a ventilator was not working properly and it was alarming. There was no harm or injury reported.

Manufacturer narrative:
During servicing of the device at the MFR's service center, a failure of the device to deliver oxygen was observed. This was found to be caused by extreme contamination of the internal oxygen system, thereby blocking oxygen from traveling through the device. The device's oxygen proportional valve and oxygen airway assembly were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.